Event description:
It was reported by service report that the head left side rail did not lock in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - siderail timing link, weldment.